Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unspecified number of clearlink secondary medication sets. The sets were being used with baxter infusion pumps and were connected to baxter primary sets. This occurred during infusion of chemotherapy in the pediatric department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.